Event description:
It was reported that the patient received inappropriate therapy, due to oversensing on the ventricular lead. A chest x-ray revealed that the lead had dislodged towards the atrium. The lead was repositioned and remains implanted.

Manufacturer narrative:
No medwatch form was received.